Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - surgical procedure, secondary surgery; endophthalmitis; decreased visual function. Evaluation method: lens work order search. Results: visual inspection of the returned product found lens in pieces. Lens optic and both plate haptics torn. A piece of a plate haptic is torn off and missing. Lens was returned dry. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review: od: reportedly a collamer single piece iol was explanted three months postoperatively to address decrease in visual acuity due to a recurrent endophthalmitis. Eye was left aphakic but no postoperative sequelae were reported. No culture samples were obtained, neither form the aqueous nor from the vitreous, and therefore the etiology remained unknown. The operative report from the attributed endophthalmitis to the "possible contaminated iol" it should be noted that astigmatic keratotomy (ak) was performed at the same surgery date, as cataract removal and iol implantation. The ak procedure is associated with risk of ehdophthalmitis. Other risk factors reported in the literature, that could have caused/contributed to the reported event, include patient related (pre-existing staphylococcal blepharitis, conjunctivitis, dacrocystitis) or procedure related (contaminated reusable instruments, residual cortical lens material, environmental flora) factors. Conclusions: based on the complaint history, work order search, device history review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Correction - model # cc4204a. Method: device history review. Results : device history review: going through the device history record review and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens. Conclusions: based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's right eye. The patient complains of decreased visual function due to poor vision from recurrent endophthalmitis and possible contaminated iol/capsular bag complex implanted on (B)(6) 2013. The lens was removed on (B)(6) 2014, the lens was bisected with scissors and removed from the eye. No suture was used. No other lens was implanted.